Manufacturer narrative:
Device passed displacement test, self test, active current measurement and sleep current measurement. Pump was monitored. No blank display noted during testing. However, corroded battery tube noted during visual inspection. The following were noted during visual inspection: cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. The display was blank at the time of the call. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.